Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure the surgeon placed the nail and the helical blade would not advance. The nail was removed and it was noted the locking mechanism was already engaged. Another nail was selected and implanted without reported harm to the patient and the procedure was completed. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals the part was received and, the locking mechanism was in the fully locked position and the tab was bent toward the medial side of the 11 mm hole. The base of the locking mechanism blade is cracked across approximately 25 percent of the width starting at the lateral side. Additionally, based on examination of the returned part, the locking mechanism was in the locked position when attempting to insert the helical blade. The locking tab was bent as a result. This issue was previously evaluated and deemed valid. An internal action has been opened to address this issue. A review of the device history record did not show conditions that could have contributed to the reported event.